Event description:
It was reported that pt underwent primary knee procedure on an unk date. Pt was very large and as he stepped down off of a train, the implant fractured across the articulating surface, near the peg. Pt underwent revision surgery on (B)(6), 2011. The implant had ben in place for approx 10 years. No further investigations have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. A review of the complaint database showed no similar complaints for this item number. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unk. Implant date - approx 2001, exact date unk. This report filed (B)(4), 2011.